Event description:
The doctor claims that the graft was implanted for an ascending aorta replacement procedure. During the procedure the graft leaked blood from its branch. The quantity of blood lost through the graft is unknown. The leakage was stopped. The duration of the leakage is unknown. The graft was left in. The condition of the patient is unknown. Additional information received in 9/2003: the quantity of blood lost through the graft and the duration of the leakage are unknown and appear at this time, to be unattainable. The patient's post-operative condition is stable. The leakage was stopped with tachcomb. The clinical outcome of the case was successful.